Event description:
I received mentor silicone implants in (B)(6) of 2015 following a preventative double mastectomy in (B)(6) of 2015. Over the years I had increased fatigue and muscle soreness/joint issues, along with chronic infections. In (B)(6) of 2020 my symptoms worsened and I also developed mono, severe anemia and contracted the flu. I had constant body pain in muscles and joints, poor recovery from any activity, chronic fatigue, nerve issues/aphasia, chronic headaches, increased/severe anxiety, finger and ankle swelling, little to no libido, poor sleeping patterns, chronic facial rash with swelling and dry hair, skin, mouth and eyes. These symptoms began to reside almost immediately after removal of my implants on (B)(6) 2020. At this time, on (B)(6) 2020, I am approximately 75% healed. My thyroid has shown improvement for the first time since diagnosis in 2011. I was harmed by mentor silicone implants. FDA safety report ID # (B)(4).